Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the issue was caused by a set/reservoir occlusion. Customer's blood glucose reading was 185 mg/dl. Nothing further reported.